Manufacturer narrative:
On january 26, 2022, mentor became aware that the date of implant was (B)(6) 2006. Field d6a has been updated on this form. Mentor was also made aware that the patient has requested that she would not like the devices sent to mentor for evaluation, and will be picking them up from the surgeons office to keep for herself. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent unspecified breast surgery with a 475cc mentor smooth round moderate profile on both sides and experienced bilateral capsular contracture; baker grade IV. As a result, the patient underwent bilateral removal surgery on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.